Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the reload found no abnormalities. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic partial gastrectomy. After using five loading units, the jaws would not open. The jaws were removed from the jaws with force. The staple line was oversewn with suture. A laparo-conversion under the shape of section under costal straight of 15 cm was performed. After approximately one hour, another procedure was performed because of a "chock hemorrhage on épiploique". Bleeding was observed. Patient status is alive, no injury.